Manufacturer narrative:
Due to characterization limit, e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced a lack of counter pulsation during use. The reporter reported poor ECG signal from the device. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4,d9,e1(initial reporter,event site telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer was contacted again and has not agreed to further repairs.

Event description:
N/a